Event description:
The report stated that when the device was being used in the patient, the blade skipped from the track of the jaw and got caught between the closed jaws of the device. This could cause damage to unintended tissue.

Manufacturer narrative:
.